Event description:
It was reported that the patient right ventricular (rv) lead exhibited increase of capture threshold. The rv lead was explanted and replaced. The patient was stable throughout the procedure.